Event description:
The user received intermittent "zero" value results for ise assays, but no erroneous results were reported. The field service rep determined there was an intermittent liquid level detection failure and replaced the ise sample probe, flushed the ise sample line and performed vertical and horizontal adjustments. To verify the analyzer performance, he ran calibration and qc. After the service visit, the user stated the ise results repeated as "normal". The user provided a normal range sodium of 133-145 mmol/l and for potassium of 3.3-5.1 mmol/l.